Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformance's or deviations with the complaint lot. The overall performance of the architect toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 69138be00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect toxo igg reagent lot 69138be00 was identified.

Event description:
The customer reported false elevated architect toxo igg and provided the following data: on (B)(6) 2025, sample ID (B)(6) generated a result of 7.5 iu/ml (reactive) and repeat on (B)(6) 2025 was 8.2 iu/ml (reactive). Sample generated a negative result when tested in vienna. When tested with liaison, the result was greyzone. Another sample was collected approximately 1 week later. On (B)(6) 2025, sample ID (B)(6) generated a result of 6.7 iu/ml (reactive). When tested with liaison, the result was negative. The customer sent out for additional testing, results have not been provided. There was no reported impact to patient management.

Event description:
The customer reported false elevated architect toxo igg and provided the following data: on (B)(6) 2025, sample ID (B)(6) generated a result of 7.5 iu/ml (reactive) and repeat on (B)(6) 2025 was 8.2 iu/ml (reactive). Sample generated a negative result when tested in (B)(6). When tested with liaison, the result was greyzone. Another sample was collected approximately 1 week later. On (B)(6) 2025, sample ID (B)(6) generated a result of 6.7 iu/ml (reactive). When tested with liaison, the result was negative. The customer sent out for additional testing; results have not been provided. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 06c19-35 that has a similar product distributed in the us, list number 6c19, with 510k/PMA/bla number k210596. A1 patient identifier: complete list of sample ID's are (B)(6). E1 phone number: complete phone number is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.